Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #s 1627487-2011-00885, 1627487-2011-00886, and 1627487-2011-00887. The pt received an scs system including an ipg, two percutaneous leads from different lots and two lead anchors. It was reported that the pt developed abscesses around her ipg site and her spinal incision. One abscess was 8.5 cm in length, and the other was 4.9 cm in length. Cultures were taken; however, the results have not been provided. Details regarding pt treatment were not provided. The pt is reportedly recovering, and her scs system remains implanted.